Event description:
It was reported that the atrial lead exhibited noise, low impedance and high pacing thresholds. Noise was also observed in 2010. The lead was capped during a routine device change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.